Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional, through distributor, reported "intracapsular rupture", "silicone gel touched the patient" and "radial folds". Patient was under the recommended age of implantation. This record is for the right side. The device remains implanted.